Event description:
The customer reported that the insulin pump had low battery. No blood glucose reading provided. Troubleshooting was done. Customer reported back the same issue. The reception was bad and lost the call. Still needed blood glucose and hospitalization/injury information. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.